Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The breach in aseptic technique was further described as the patient did not wash hands during pd therapy. The patient was not hospitalized for the event. On the same day as onset, the patient was retrained on aseptic procedure. On the same day, the patient began treatment for the event with injection (inj.) Ceftazidime, and inj. Cefazolin (1 gram, once a day each, intraperitoneally-ip) and inj. Vancomycin (1 gram, every third day, ip). At the time of this report, the antibiotic treatments remained ongoing, the peritonitis was resolving, the patient was recovering from the event and dianeal/extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Thirty four days after peritonitis onset, the patient was recovered from the peritonitis event and the antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.